Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use a ventilator had an alarm. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.